Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic cholecystectomy, at the time of clipping for the cystic duct and cystic artery. Up through the fifth firing, the device functioned normally. The surgeon was able to squeeze the handle however the clips were unable to deploy starting from the sixth firing onward. A spare product was used to resolve the issue. There was no patient injury.